Event description:
It was reported that the customer was hospitalized on (B)(6), 2021 due to high blood glucose. Customer's blood glucose level was 500 mg/dl at the time of hospitalization. Customer¿s current blood glucose was unknown. Customer experienced symptoms such as shaky and weakness as a result of high blood glucose. Customer also stated that they received software error detected error alarm. Customer was able to clear the alarm but did not received request to rewind. Customer performed self test and insulin pump passed it. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.